Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional device information unknown / not provided.

Event description:
It was reported that the implant at tooth location 33 was removed due to pain after 10 days. Soreness was reported as a result of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). H6: evaluation codes h10: additional narrative one implant was returned for investigation. Implant shows minor signs of use. Implant matched print when measure using caliper. No malfunction was noticed during product evaluation that will contribute to the event.the devices could not be functionally tested for the reported failure (pain). Pre-existing condition noted on the per was 'moderate bone density ¿ type ii'. The reported device had been placed on tooth #33 (fdi) for approximately 10 days. X-ray & picture evaluation: x-ray and picture images were not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications, warnings & precautions. Per the applicable IFU, improper techniques can cause patient injury and pain. Additionally, pain, edema and inflammation are listed as adverse effects of implantation. DHR review: DHR review for the lot number (1249272) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review: all sterilization activities were conducted with no nonconformities per sterilization record (op#150). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review: complaint history review was performed for the reported lot number (1249272) for similar events (complaint category keywords: pain) and three other complaints were identified ((B)(4)). For (B)(4), investigation has yet to be completed and results are not available at this time. For (B)(4), investigation identified most likely cause is implant material rejection; allergies, sensitivity or related to medical conditions/patient habits and surgical technique. Post market trending review: august post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information is available at the time of this report.